Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion in the rotor assembly and the bearings within the device.

Event description:
It was reported that during testing at the user facility the device overheated. There was no patient involvement and no adverse consequences alleged with this event.